Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter . Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 15-aug-2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (60 mg/ml at 2.884 mg/day), bupivacaine (12 mg/ml at .576 mg per day) and clonidine (220 mcg/ml at 10.57 mcg per day) via an implantable infusion pump. It was reported that the patient felt that the pump was not working and they had a lack of pain relief. The pump pocket was opened and the hcp noticed some fluid in the pocket. Upon inspection he found a small break in the catheter at the connection site where the spinal segment and pump segment come together. It was noted that the hcp tried to aspirate through the side port and was not able to. The spinal section remained implanted and a new 8784 was attached; the patient had good aspiration through the side port.